Manufacturer narrative:
(B)(6). Literature article: lee, k. And huang, j., ¿short-term post-operative outcomes between 4% icodextrin solution and hyaluronic acid-carboxylmethyl cellulose membrane during emergency caesarean section¿. Journal of clinical medicine (2019) 8, 1249; doi:10.3390/jcm8081249. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which an unreported number of patients underwent emergency caesarean sections in which adept adhesion reduction solution was used. It was reported that after use of the product, the patients experienced pulmonary edema. It was reported the pelvic cavity was irrigated with ¿about 500ml of adept, and the remaining 1000ml was left in the abdomen¿ (no further details). Treatment for the pulmonary edema was not reported. No further details were provided regarding medical interventions or patient outcomes. No additional information is available.